Manufacturer narrative:
It was reported a 44mm gore cardioform asd was implanted successfully. Post implant evaluation of the device it was discovered the right atrial disc was expanded. A review of the manufacturing records for the device verified that the lot met all prerelease specifications. From the limited imaging provided the device appears to be in a stable position on the atrial septum. The left atrial disc appears flat. The right atrial disc does appear expanded. This appearance is consistent with right atrial disc expansion. It is difficult to ascertain a cause for the right disc expansion from the imaging.

Event description:
It was reported to gore that a 44mm gore® cardioform asd occluder was intended to be used to treat a patient with an atrial septal defect (asd). The patient has history of expansion and high pressure on the right sides. The implantation procedure on the (B)(6)2021 was fine with some manipulation of the device. The physician had to rotate the delivery catheter and reform the disc 4 to 5 times. This was due to the large size of the defect and it was difficult to capture the inferior posterior and anterior superior rim at the same time. Three hours after the implantation, the physician observed that the right disc was very swollen, as if there was blood flow on the inside. During the night following the implant (at 3am), the patient suffered a pulmonary embolism causing desaturation. Right pressures increased compared to before the asd closure, therefore the right section was dilated. The right disc was very swollen as previous echocardiogram control. The patient was given an increased dose of heparin and was introduced to anti-platelet medication. It has been decided to explant the device since no improvement has been detected on the device appearance in the following days. The disc was cluttering the atrium. The device was explanted and the defect surgically closed on (B)(6) 2021 and the patient is reported to be doing well. No thrombosis on the device has been detected.

Manufacturer narrative:
The engineering evaluation stated the following: it was reported that right disc expansion was observed during post implant evaluation of the device and that the patient suffered a pulmonary embolism the night following the implant. The device was explanted and the defect was surgically closed. No thrombosis on the device was detected. The investigation revealed that both discs were devoid of tissue on the surface and no film delamination was observed on the occluder. The eptfe film on the left disc appeared translucent on the periphery and dark brown on the interior. The right disc was expanded (approximately 10-12 mm) by soft, fluctuant brown material and the eptfe film was diffusely brown. No gross tissue was present in the mid-region/waist of the device. The two manufactured face holes were observed in the correct location on the eptfe film surface of the right disc. The lock loop was through both the distal and proximal eyelets. The occluder eyelets and lock loop shape were unremarkable. The diameter of the left and right occluder discs were unremarkable. The cause of the right disc expansion and pulmonary embolism is unknown and cannot be determined from the evidence available. The explant evaluation stated the following: the device was returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore® cardioform asd occluder. Both discs were devoid of tissue on the surface. The right disc was expanded by gelatinous, friable, red brown material, consistent with blood coagulum, and the graft surfaces were diffusely brown. The two manufactured face holes on the right disc were present on opposing leaflet surfaces. Two incisions were created on the eptfe surface material on the right disc, on two leaflets, and two samples were collected from the content within and submitted from histopathologic analysis. The right side of the gore cardioform asd occluder was expanded by fresh whole blood. The presence of scattered clumps and fibrillar networks of protein was consistent with coagulation of static blood. It is uncertain whether the coagulation occurred in-vivo and/or post-explant. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the device was examined for material disruptions with the aid of a stereomicroscope. A total of 16 holes (excluding incisions made for histopathologic sampling) were identified on the device. Three holes were identified that were consistent with holes caused by interaction with surgical instruments (i.e., forceps, clamps, scalpel, scissors), likely used during the explant procedure. The time and exact cause of the remaining 13 holes identified could not be determined.